Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g4, g5, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. The reported osteolysis may have contributed to the loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2017, a (B)(6) y/o, male patient with a bmi of 34, underwent implantation of a insert tibia logic psc sz3 15m. On (B)(6) 2018, approximately 11 months post implant, the patient underwent revision due to osteolysis/ aseptic loosening.